Event description:
It was reported that during an unk procedure, clips misfiring. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 5/7/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows four malformed clips on a gauze; the instrument is not visible in the image. The image is not clear to determine the failure mode. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The manufacturing records could not be reviewed as the batch number is unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did device jam (not fire clips)? Did device not feed clips (clips not advance fully into jaws)? Did device drop or eject clips? Did device sideways feed clips? Did device fire malformed clips? Did device fire scissored clips? Did the clip not hold on the vessel or tissue once placed? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.